Event description:
Additional information received indicates that the ipg reached end of life. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicates that therapy was restored post op.

Manufacturer narrative:
The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message stating the ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.